Event description:
Additional information received indicates the device had an implant duration of ten (10) years and seven (7) months.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, all three (3) leaflets exhibited two (2) tears at their commissures. Thickened and swollen tissue was observed on all three (3) leaflets at all three (3) commissures. Minimal to moderate calcification was observed in the cusp areas of all three (3) leaflets and was confirmed via x-ray. Host tissue was minimal to moderate and encroached onto the tissue at the inflow aspect, the stent inflow, and the stent outflow. Incidental findings: two wireform of two (2) commissures were distorted and the entire circumference of the sewing ring was cut off. The wireform of the entire circumference was also exposed on the inflow aspect. These damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: probable cause for reported regurgitation could be confirmed. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the calcification may have played a roll in the observed tissue tears near the commissures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received notification that this device was explanted after nine (9) years, nine (9) months due to regurgitation. As reported, the patient is in stable condition post-operatively. No additional details have been provided.

Manufacturer narrative:
Additional manufacturer narrativethe device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.